Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 347968, model/catalog description: spectra wavewriter ipg kit. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7043645, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient developed a rash from the midline incision to the ipg pocket site with the only symptom of itching. It was believed to be associated with the tape used. The patient was prescribed with steroids and more antibiotics by the physician. The rash had cleared and the patient was doing well.